Event description:
It was reported that no disposable alarm with cadd legacy was experienced. She mixed new cassette and placed on another pump. Advised to switch the new cassette to the alarming pump to test. Pump running with no issues. No need for pump replacement. Cassette issue. No further assist. No further details provided.